Manufacturer narrative:
The field service engineer performed a decontamination, inspected the tubing and rinse mechanism. Calibration and qc were acceptable. The last calibration was performed on (B)(6) 2021, which was unacceptable as an alarm was noted. The qc recovery was requested but not provided. The alarm trace does not contain a conspicuous event. The investigation determined the service actions resolved the issue. Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received a questionable ise indirect na for gen.2 result for one patient with the cobas 6000 c501 module. The initial result was 155 mmol/l. The repeated result was 139 mmol/l. The questionable result was reported outside of the laboratory. The electrode lot number and expiration date were requested but not provided.